Manufacturer narrative:
(B)(4). The customer returned one proximal luer hub for evaluation. Visual examination of the luer hub confirmed the separation. A small portion of extension line extrusion was also attached to the hub. The portion was microscopically examined, and the fractured surfaces appeared rough and jagged. This damage is consistent with undue force causing the breakage. The luer hub contained about 1 mm of the extension line extrusion. The outer diameter of the extrusion measured to be 0.085" which is within specifications of 0.084-0.088" per product drawing. The inner diameter of the extrusion measured to be 0.055" which is within specifications of 0.055-0.059" per product drawing. This indicates that the wall thickness measured as expected. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user , "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested. " the customer report of a separated luer hub was confirmed by complaint investigation of the customer supplied photo and sample. The proximal luer hub was detached from the extension line. The fractured surfaces appeared rough and jagged, which is damage consistently seen when undue force causes the breakage. The sample passed all relevant dimensional testing. A device history record review was performed based on sales history with no relevant findings. Based on the sample received , unintentional user error (undue force) caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: the patients monitor showed blood pressure dropping rapidly. The nurse went into the patient's room and noticed blood pooling on the bed and the white, proximal hub, detached and laying in the bed. They had no idea how it happened nor had they noticed anything wrong with the catheter prior to the incident. The nurse immediately notified attending and an emergent central line was placed. Patient remains in the same condition as prior to the event yet did loose blood and had to have emergent line placed.

Manufacturer narrative:
(B)(4). It is reported that the patient was in critical condition prior to the alleged issue with the device. No report of a deterioration in the patient's condition post use of the device. The drop in blood pressure is unspecified.

Event description:
The customer reports: the patients monitor showed blood pressure dropping rapidly. The nurse went into the patient's room and noticed blood pooling on the bed and the white, proximal hub, detached and laying in the bed. They had no idea how it happened nor had they noticed anything wrong with the catheter prior to the incident. The nurse immediately notified attending and an emergent central line was placed. Patient remains in the same condition as prior to the event yet did loose blood and had to have emergent line placed.